Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4) the part/model#- 773967-rnt serial #- (B)(4) was received and routed to carefusion factory service: confirmed customer reported complaint. Found dump reading high, found leak on pr3 and fv1 out of specification. Unit is due for 8k preventative maintenance replacing pneumatics resolving customer complaint. Performed testing and unit met specifications.

Event description:
The customer reported having issues with the dump bulkhead pressure. It's reading high at 10psi. Carefusion technical support specialist instructed the customer to adjust the bias flow to 20lpm and make sure the center line is in the middle of the ball on the flow meter. He checked that. The patient circuit calibration is coming in at 43cm. In addition, instructed customer to adjust pr3 down a bit to 40cm. He then rechecked the bulkhead and the dump is still high. Patient involvement is unknown.